Event description:
It was reported that the rotawire became stuck to the rotapro catheter. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and rotapro catheter were selected to treat the lesion. Post ablation the devices were attempted to be removed in dynaglide mode. There was severe resistance and the devices were stuck together. As the devices were being removed at a lower rotational speed the system stalled. The rotawire and rotapro catheter were removed together as one unit. The procedure was completed with a different model device. No patient complications were reported and the patient condition was good post procedure.

Manufacturer narrative:
A2: age at time of event - over 18 years old. The returned product consisted of the rotawire drive. The rotawire was returned within the rotapro device. The returned wire was able to be removed and reinserted into the returned rotapro device with no resistance or issues. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any issues or defects.

Manufacturer narrative:
Age at time of event - over 18 years old.

Event description:
It was reported that the rotawire became stuck to the rotapro catheter. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and rotapro catheter were selected to treat the lesion. Post ablation the devices were attempted to be removed in dynaglide mode. There was severe resistance and the devices were stuck together. As the devices were being removed at a lower rotational speed the system stalled. The rotawire and rotapro catheter were removed together as one unit. The procedure was completed with a different model device. No patient complications were reported and the patient condition was good post procedure.